Event description:
A healthcare professional reported that the patient had woken up on the morning of (B)(6) 2016 with a burning in the pocket area. The burning in the pocket was considered a sudden change. The implantable neurostimulator(ins) was implanted in the abdomen. Troubleshooting had not yet been performed. The patient was last seen on (B)(6) 2016. No actions or interventions had been taken yet and the cause was not yet determined. The patient's indication for use is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.